Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, the patient reported to have experienced a vibratory alert; and the device was checked which revealed the device was in back mode. Technical support was contacted and it was determined that the cause of the event was due to event queue overflow. Device reprogramming was conducted to resolve the event. The patient was stable with no consequences.